Event description:
It was reported that the burr tip separated. A 2.00mm rotapro was selected for use an atherectomy procedure. During preparation, the rotapro advancer connected to the console. When the rotation start button was mistakenly pressed, the burr tip got separated and the stall indicator displayed on the console. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro device. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched and kinked 1.5cm from the burr tip. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr tip separated. A 2.00mm rotapro was selected for use an atherectomy procedure. During preparation, the rotapro advancer connected to the console. When the rotation start button was mistakenly pressed, the burr tip got separated and the stall indicator displayed on the console. The procedure was completed successfully with another of the same device. There were no patient complications reported.